Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/28/2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of error cannot be confirmed. It was reported that patient's receiver was exposed to water. However, a root cause for the reported error cannot be determined. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.